Manufacturer narrative:
The reported event was confirmed by review of radiographs showing the caudal end of the implant with no direct anchorage to the l1 endplate. The radiograph images also showed the patient had received an extension of the posterior fixation, from t9 to l5. Information regarding when the additional fixation was added was not provided. Operative notes and/or radiograph images from the initial procedure were not provided for review of usage/technique. It is unknown if the device was correctly positioned during the initial procedure. A review of the device history record was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation.." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...careful preoperative planning, intraoperative sizing, radiographic confirmation of proper spinal segment height restoration, and intraoperative neuromonitoring are critical in avoiding spinal cord and nerve root injuries that may be caused by over-distraction. Do not over-distract the spinal segment. Careful preoperative planning and intraoperative sizing to maximize endplate coverage are important in helping avoid implant subsidence..." "...internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. "...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur...care should be taken to confirm that all components are ideally fixated prior to closure..." "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To help ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques. It is important to instruct the patient in appropriate postoperative activity restrictions to minimize the risk of potential vertebral body fracture and implant migration..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient had previously undergone a posterior fixation procedure from l2 to l5 using competitor product on an unknown date. Subsequently, the patient underwent an extreme lateral interbody fusion procedure at l1/2 using a competitor's interbody cage and a vertebral body replacement (vbr) implant at t12. Subsequently, eight (8) days later, a gap was identified between the caudal endplate of the vbr implant and the adjacent vertebral body, l1. Approximately one (1) week later, a revision procedure was performed to explant the vbr and implant a new, different size vbr implant. No further patient impact was reported. No additional information was available.